Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify a14 alarm, a39 alarm, auto off alarm, restart anomaly due to blank display. The insulin pump had minor scratched display window, cracked reservoir tube lip and scratched case. No cracked or damage was found on the medtronic logo noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had lake water inside of the screen; the customer's kayak tipped over and they fell into the lake. The device would turn on, restart, turn back on, then restart again. A motor communication error alarm occurred along with a reprogram alarm. The patient's blood glucose at the time of incident was 7.8 mmol/l. Troubleshooting was initiated. The screen was scratched but there was no further damage to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.